Manufacturer narrative:
Additional information was added to d9, h3, h6, h11. H11: the device was received for evaluation. Visual inspection revealed two holes in the tubing. Pressure and clear passage underwater testing were performed on the sample; a hole in the tubing was confirmed. The slide clamp was visually inspected and functionally tested and no defects were observed. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the sample and a hole in the tubing was identified. The reported condition was verified. The cause of the condition could not be determined; however, a probable cause may be related to manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink solution set with duo-vent spike had a hole/puncture resulting in leakage during infusion. This was observed after the patient arrived from the operating room with infusion of epinephrine. Fluid was observed on the floor beneath the tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.